Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil was found kinked and stretched. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Dimensional inspection of the main coil revealed the components were within specification except the number of fiber bundles, which were only 27 out of 37-44.

Event description:
Reportable based on device analysis completed on 22oct2020. It was reported that coil friction occurred and the coil was stretched. The target area was located in the gastric vein. A 18mm x 40cm interlock -35 coil was selected for use. During procedure, it was noted that the coil could not be pushed continuously when reached half of the catheter. It was also found out that the coil was stretched. The procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure. Patient was stable post procedure. However, device analysis revealed that there was missing fiber bundles.